Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 10/20/2016. One used lf1520 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects and there was no tissue within the jaws. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on porcine kidney tissue with acceptable seal cycles and no sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released upon meeting all quality requirements.

Manufacturer narrative:
(B)(4). Date of initial report: 08/24/2016. The customer indicates that the incident sample is not available for return. Review of the device history records for this lot found no potentially contributing factors, and the complaint cannot be confirmed at this time. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would only partially seal and tissue stuck to the jaws. An activation and end tone were heard when the issue with sealing occurred. No patient injury resulted or medical intervention reported.